Event description:
During a remote follow-up, noise that resulted in over-sensing and increased pacing impedance were observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. No additional intervention was performed. The patient was stable and will continue to be monitored.